Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic gastric bypass laparoscopic procedure. Upon stapling the stomach to create the pouch (new stomach) there was a problem unloading the device. It could not unload as the stapler was broken. The mechanism on the handle that retracts the knife(black handles) and black knob were both broken which is why the handle would not open or retract the knife blade. The jaws locked on tissue. A new stapler was introduced and stapled around the stapler to create new pouch and remove the stapler. There was unanticipated tissue loss. The case was completed by opening a new handle. No patient injury.